Event description:
The clinician reports the implant was inserted 2025-08-14 in ada 14. Details of surgery: implant surface not completely covered with bone. On 2025-12-15, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.